Manufacturer narrative:
D4 - expiration date and g1 - mfg contact address: correction. H6. Codes: updated. Device evaluation: the photos received show the product broken at the location described in the complaint. However, no product was returned therefore how/when the product was broken could not be confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during the setup of the custom tubing pack, the tubing attached to the luer connector was broken off and left the male luer attached to the female luer on the connector. A different line was added to the connector for use. No patient complications have been reported as a result of this event. The male luer was easily and safely removed from the connector during setup and it was replaced with a stock piece of luered tubing.